Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Re-insertion. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, non-calcified, left anterior descending (lad) coronary artery. A 3.00 x 33 mm xience xpedition stent delivery system (sds) was advanced to the lesion, met resistance and would not cross. Several unsuccessful attempts with force were made to cross the lesion. During each unsuccessful attempt, the sds was retracted back into the guiding catheter. Resistance was felt during removal of the sds from the anatomy. A new unspecified sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance and difficult to remove could not be tested as they were based on operational circumstances. It was reported that the device was retracted back into the guiding catheter and re-inserted multiple times. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and difficult to remove appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.